Event description:
It was reported by an attorney that a patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. Immediately post-op, the patient experienced abdominal swelling. In (B)(6) 2010, the patient experienced abdominal pain, distension, bowel problems and increasing back pain. In (B)(6) 2011, the patient experienced tightness in the lower abdomen limiting bending and requiring analgesia. In (B)(6) 2011, the patient continued to have abdominal, bowel and back problems, chronic pain around the hernia repair, and abdominal distension. Atrophic abdominal wall was noted on CT scan. The patient experienced exacerbated pain in legs from pre-existing condition. The patient was treated for chronic pain, has become depressed, and requires use of a walking stick and chair lift with mobility affected.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.